Event description:
Related manufacturer reference number:2017865-2022-42801. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. During the replacement surgery, the atrial lead was dislodged. The atrial lead was explanted. Patient was stable.